Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time.

Event description:
The patient's mother contacted animas stating that the pump buttons did not activate desired pump functions when pressed. The issue was reportedly starting three weeks prior to contacting animas and was getting progressively worse. The user denies that the pump was exposed to water. The up arrow button reportedly looked like it was "mashed in."